Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim the patient reported that beginning in august or september of last year, they intermittently felt a shock on their left side in the location of the ins. The patient added that probably in september of last year, they felt like the therapy wasn't helping at all with their symptoms. The patient met with their managing hcp in october of last year to have the ins checked, but the hcp said they would need to get ahold of an mdt rep and make another appointment. The patient never heard from anyone, and they called the hcp back a couple of times, but they never got a call back. The patient said they last charged the ins on monday night. The patient connected to the ins during the call and got the message 'system operating at maximum settings. Therapy cannot be increased.' The patient was on program 7 with amplitude set to 0.3 ma. The patient got the same message when they tried to increase amplitude. The patient switched to program 1 but got the same message once they tried to increase amplitude above 0.3 ma. The patient was redirected to their hcp to further address the issue. The agent sent an email to the field to provide visibility of the situation. The patient mentioned that they charge the ins battery every 2-3 days, and every once in a while, they get an error message while charging the ins ((the patient did not provide further specifics). The patient above has been experiencing issues with the therapy, and they get the message "system operating at maximum settings.". Therapy cannot be increased when they try to increase amplitude. They get the same message after changing programs. The patient already contacted thedoctor's office, and they indicated that they would be reaching out to their medtronic field rep, but the patient has not heard from anyone. The patient requested that a medtronic field rep give them a call (see phone number above) when possible. The pat agent told patient that they will reach out to the field, but did not promise a time frame on a response. .